Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the liquid crystal display (lcd) was out of specification, the battery drawer was broken, the battery contacts were compressed and the battery release was contaminated. It was also noted that the ring cover and one side bail cover were broken, the upper case was broken, and the lower case was contaminated.